Event description:
It was reported that there was difficulty programming a novum iq large volume pump twice during patient use. The pump program was updated to enter a new levophed value; however the pump would display "valve time exceeded". Per user, levophed was titrated to 0.04 mcg/kg/min and after pressing yes for the new dose, the pump displayed "valve time exceeded". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the customer reported issue was not reproduced. The device was tested for flow accuracy with three consecutive dose changes with no issues encountered. A review of the event history log for the reported event date shows the user confirmed the rate change at 12:29:57 and a value entry time out occurred at 12:30:08 therefore 11 seconds had passed without the user hitting the run key. The device is designed to alarm value entry time out if no key presses are made within 10 seconds while titrating an infusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as a "value entry timeout" with the cause being use error (the user did not hit the run key which would be the last entry, within 10 seconds after the rate was changed). A review of the operators manual section 8.22 refers to value entry timeout alarm. The value entry timeout alarm occurs when the pump is waiting for you to enter a value or parameter during an infusion, and more than 10 seconds has elapsed since the last entry. To clear the value entry timeout alarm: 1. Press the continue soft key to acknowledge and clear the alarm. Note: the value entry timeout alarm will clear if the infusion is stopped or the if the infusion runs to completion. Should additional relevant information become available, a supplemental report will be submitted.